Manufacturer narrative:
Product analysis conclusion: the device was returned, with the external slider in the home position. Twisting and deformation was observed, to the graft cover 26.2cm proximal to the tip. A kink was visible on the graft cover at the distal end of the stent stop. A gap of 1.5mm (fail). Specification is 1.0mm max was observed, between the graft cover tip and the taper tip. Scratches were visible on the graft cover tip. The reported difficulties advancing the device were confirmed, through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii limb was intended to be implanted as part of the endovascular treatment of a aaa.  It was reported that during the procedure, that the endurant that was planned to be used was 18f. Since the access vessel was thin as 6mm and calcification was noted. A non mdt sheath 16f was inserted along with a 6mm pta balloon.   After this an attempt was made to deliver the endurant limb, but the delivery was difficult. Bleeding was then noted due to damage at the access site after several attempts to deliver the delivery system. The delivery system was then withdrawn. The access vessel was then repaired with a synthetic graft.  Per the physician the cause of the positioning difficulty was an anatomical reason, and noted how the  access vessel was about 6 mm and calcification was present. No additional clinical sequalae were provided and the patient is fine.